Event description:
Customer reported that the sensors gave inaccurate readings. He stated that by the time the sensor detects a low blood glucose of 70 mg/dl, his blood glucose reading is already down to 50 mg/dl. He stated that the readings are off by up to 100 points at times. He also reported that the infusion sets and sensors sometimes did not adhere to him. The blood glucose reading at the time of the report was 181 mg/dl. Customer was advised on proper skin preparation techniques. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.